Event description:
Surgeon provided additional info: one of the pts experienced post-op endotpthalmitis three days after surgery. A vitrectomy and intraocular anitibiotics were used to treat the endophthalmitis. Loss of eye was the reported outcome of this event.

Event description:
Surgeon reports two pts experienced endophthalmitis after surgery. Add'l info is being sought.